Event description:
It was reported that, "drill bit broke in pt while drilling for screw fixation baseplate."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.